Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On 10/09/2025, it was reported that at around 730pm, the patient had a seizure while at home. The patient¿s cgm was not providing any readings on her tandem insulin pump. No bg meter reading was taken. The patient¿s daughter brought her to the emergency room (ER). At the ER, the patient had an x-ray and blood work done. The patient¿s sensor and transmitter were also removed. There was no mention of whether a bg meter reading was taken and if so, what the value was. While at the hospital, the patient stated the medical staff would not provide her with any insulin despite her requests, so she injected herself with 3 units of insulin by injection. There is no mention of what the patient¿s bg meter reading was at this time. The patient was not given any medication by medical staff during her hospitalization. The patient also mentioned her toe was ¿banged up¿ during the seizure and may be infected. The patient was discharged on (B)(6) 2025. The patient was "fine" at the time of report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.